Event description:
This report is the documentation for the 3rd of 3 vascade devices involved. On a single patient case three devices of the same model and lot number were used. All three incidents are related; this report describes the event in its entirety. For the second and third evens, see 300412619-2014-00003 and 00004. Background: (B)(6) yr old female in for interventional pad, cfa right and left. Three vascades used in total, all intravascular deployment. A physician at (B)(6) performed intervention. A tech deployed vascade, previous experience 15 - 30 cases with vascade. Imaging for verification of disc location was not performed in all three cases. Temporary hemostasis was achieved prior to collagen deployment in all three cases. Surgical removal of all 3 implants. Patient stable at this time. Patient was present for left femoral access and right leg revascularization was performed - vascade deployed and patient taken to recovery. Pulses of left (1st vascade) side were weak post procedure. Even with doppler the pulse was less than pre procedure. In time, patient foot went cold and pain noted with numbness. Staff suspected plaque was source of occlusion. Patient brought back for access right femoral artery and left leg revascularization performed. Vascade placed on right side. Patient brought to recovery and became symptomatic with cold foot the right side (2nd vascade side). Patient brought to procedure room for third time assuming plaque dissection as before. Angioplasty performed with a 3rd vascade for closure. Ischemia noted once 3rd vascade placed. Surgical intervention: following 3rd vascade closure, patient was transferred to hospital ed (B)(4). The physician performed surgery bilaterally - three collagens noted intravascular (common femoral x 2 and profunda x1). These were surgically removed and endarterectomy performed on both common femoral arteries left and right side. Patient received a transfusion during the surgical intervention. Patient remains in hospital in stable condition and was released the next day.

Manufacturer narrative:
The review of the DHR (lot 580i131108a) indicated that the device lot met all established performance criteria prior to shipment. Per the initial report, the cardiva vascade 6/7f device performed per specifications. The device was not returned for physical investigation. An angiogram of the sheath after the exchange was not taken. It should be noted that imaging is recommended in the IFU to locate the sheath position and arteriotomy location. Imaging allows the user to assess the severity of the vascular disease, vessel tortuosity, vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained/available. No device malfunction was reported. Conclusion: based on the information available for review, the potential cause was vessel size <6mm resulting in inability to place the deployed disc in full contact with the intima. As a result, collagen was deployed / partially deployed in the vessel resulting in vessel occlusion requiring intervention. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site) may have been contributing factors to this event.